Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's anatomy was excessively tortuous with severe calcification. It was reported that during advancement the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the pt. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. There were no clinical sequelae reported and the pt is reported to be fine.